Event description:
The customer reported an audio error constantly displayed on the screen and no alarm heard. The device was not in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an audio error constantly displayed on the screen and no alarm heard. The device was not in use on a patient at the time of the event.